Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was loss of capture, the patient's rhythm was found to be "fine and agonal," and resuscitation efforts were required. Interrogation of the device was performed and the right ventricular (rv) lead output was increased to maximum voltage however ventricular capture was unable to be determined. Physician review of the rhythm indicated the patient was in ventricular fibrillation (vf). Additional resuscitation efforts continued but were not successful. The patient¿s death was reported as being unrelated to the device system and was related to the patient¿s medical condition.